Event description:
Additional information was received which stated "all information is unknown" and the customer "does not believe it happened while in use with a patient or caused any adverse effects."

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked tank cover at every corner as well as wear and tear damaged enclosure and front cover. Functional testing found the liquid crystal display (lcd) has liquid crystal leakage caused by impact on the device. The root cause of the reported issue was found to be customer damage. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the display is broken. There was no additional information provided.